Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during a cyst gastrostomy procedure performed on (B)(6) 2017. Reportedly, the won contained less than 15% necrosis. According to the complainant, when the physician deployed the distal flange of the axios stent within the won, the flange deployed further back on the catheter than expected. As a result, the distal flange was deployed in the tract between the stomach and the won, instead of within the won. After the distal flange expanded, the physician lost visualization of the stent on endoscopic ultrasound (eus). The physician then decided to deploy the rest of the stent. After it the stent was fully deployed, it slipped out of the tract and into the patient's stomach. Reportedly, both flanges fully expanded after deployment and the stent appeared normal within the patient's stomach. The stent was retrieved from the patient's stomach with forceps, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.